Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral drooping breasts, desire to go with larger breast implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. Overtime, the patient felt that her breasts had become more drooping, and she was not satisfied with her implant size. As a result, the patient underwent bilateral removal and replacement with two 600cc mentor memorygel breast implant prostheses (catalog #: 3506004bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The diagnosis of the bilateral rupture was confirmed by a healthcare professional upon explantation. Since the devices were ruptured so badly, they were discarded and are not available for product evaluation. The event date was estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.